Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer in regards to patient who was being treated with baclofen intrathecal. The patient's pump was implanted because the baclofen pills weren't doing anything for the patient. The patient's pump had been refilled on (B)(6) 2015, which was originally supposed to be (B)(6) 2015. Prior to that date, the pump was refilled on (B)(6) 2015. The patient's pump was refilled every three months. The patient's pump was supposed to be refilled on (B)(6) 2015 at 1 pm, but the appointment was changed to (B)(6) 2015 because, the healthcare provider (hcp) wasn't going to be in available. The patient had gotten arrested before the appointment on (B)(6) 2015 and missed the refill. Beginning on approximately (B)(6) 2015, the patient's pump started to alarm; it was unknown if the alarm was a single or dual alarm tone. The patient was currently incarcerated and it was unknown when he was going to be released from jail. The patients medical records had been faxed to the jail, so an hcp could refill the pump but a prescription was needed from the patient's doctor first. The consumer and been informed by the physician's nurse that there was medication in the pump until (B)(6) 2015. It was inquired why the pump was alarming if the pump had medication. In (B)(6) 2015, the patient had fallen and hit his rib and the pump on a chair. It was noted that the patient was very skinny. Since the pump became low with medication, the patient was having hard time breathing when he took a breath, was very stiff, and was lying on the frame of a bed without a mat. The patient was afraid that he was going to die in jail. The patient's indication for pump use was intractable spasticity. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).